Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. A 5.0mmx80mmx135cm (4f) sterling¿ balloon catheter was selected for use and advanced for dilation. However, upon inflation, the balloon ruptured before the rated burst pressure. No patient complications were reported.